Manufacturer narrative:
Field service engineer (fse) investigated report of poor image quality, reviewing image files, and confirmed poor resolution. Fse troubleshot and found kv tracking not responding properly and fluoro entrance dose low at 2.8 r/min. Fse adjusted the auto exposure control (aec) set points and fluoro entrance dose to recommended value of 5.3 r/min. Kv tracking and image resolution returned to normal. Fse then completed and operational check of the system per service checklist and returned the system to full service.

Event description:
Customer reports via phone that the fluoro images were not of diagnostic nature, and the physician had to stop using fluoro and completed the procedure with use of the endoscope. Customer provided no further patient or procedural information, other than to say the patient is fine. No reported injury.